Event description:
A caller reported damage to a tandem charging cable, and the charging supplies were no longer functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement charging supplies to be shipped to the customer within two days.